Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, no more than 3 minutes apart, using separate fingersticks. Rptr stated that her results were 160, 102, and 131 mg/dl. During troubleshooting, the rptr cleaned her test strip holder, retested with results of 102 and 83 mg/dl, and also learned how to use the color chart. The rptr stated that she did not have any symptoms.